Manufacturer narrative:
The device is not received; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) was explanted from patient's left eye due to patient unhappy with their distance vision. This was replaced with a non johnson and johnson iol, 17.0 diopter and the patient is well post-op. No incision enlargement, vitrectomy or sutures done. No other information was provided.

Manufacturer narrative:
Section d9. Device available for evaluation? Yes. Returned to manufacturer on: feb 7, 2022.. Section h3. Device evaluated manufacturer? Yes. Device evaluation: two complaint lenses were received in one bag with no way to identify which serial number was associated with which lens. Therefore, both lenses were evaluated for both investigations. The first lens presented with being cut in half with lens damage. The second lens presented with a cut on the optic body. Therefore, the complaint issues could not be confirmed, and no product deficiency was identified. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: received new information that the issue was that initial post-op was sharp/very clear. But as time went by, things look fuzzy, not sharp anymore. Cannot see leaves/blurry in trees, sees halos/haze. Can read street signs but not so clear. Pre-op vision refraction: os, 20/20. Post-op vision refraction: os, 20/20. Follow-up refraction post lens replacement was refraction 20/20; patient very happy with replacement lenses. Fields below updated to reflect new patient codes received. Section h6: health effect: clinical code: blurry. Section h6: health effect: clinical code: halo. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.